Event description:
It was reported that the patient underwent full system revision surgery. The patient was reported to be doing well with the therapy, but there was a progression of lead out-of-range/high-impedance failure. There was no report of patient harm or injury. A new reactiv8 system was implanted without complications.

Manufacturer narrative:
Mml ref. #: (B)(4). Other devices replaced. Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI#: (B)(4). Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4).

Manufacturer narrative:
Mml ref. #: (B)(4). Other devices replaced. Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI#: (B)(4). Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4). The lead and ipg were inadvertently discarded at the facility, so no device evaluation can be performed. The device history record was reviewed. No nonconformances were observed to be associated with the reported malfunction. The post-initial implant imaging was reviewed. An improper strain relief loop was observed. Updated section h6.

Event description:
It was reported that the patient underwent full system revision surgery. The patient was reported to be doing well with the therapy, but there was a progression of lead out-of-range/high-impedance failure. There was no report of patient harm or injury. A new reactiv8 system was implanted without complications.